Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2017. They subsequently underwent left knee revision surgery on (B)(6) 2020, approximately 2 years 20 months post primary procedure. The patient claims to have suffered injuries and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2023-02243.